Event description:
Received pediatric orogastric tube (nasogastric feeding tube) from supplies. 14 fr ogt leaking from anti reflux blue tubing junction. The leak was discovered after the nasogastric feeding tube was placed in the patient. Rn got new ogt tested it out and no leaks were found. The patient was informed of the issue. The defective tube was removed and replaced by a new one inserted and auscultated in the abdomen which performed as expected. The placement of the new nasogastric feeding tube was confirmed by kub (kidney, ureter, and bladder x-ray). Patient care resumed as planned.